Event description:
It was reported that while the surgeon was attempting insertion of a 4.0mm cannulated screw. Surgeon took x-rays to observe position of screw and noticed that the screw had not engaged into the bone as anticipated. Surgeon removed proximal part of screw and observed that the threading had unwrapped from the screw. Surgeon was able to remove entire screw including unwrapped threading. Surgeon used a different screw to complete the procedure. The removed screw, including unwrapped threading, was given over to the facility's risk management department.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.